Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said she noticed an infection starting on (B)(6) 2020, she noticed a little pinkish red. Patient said she went to the emergency room on (B)(6) 2020 and they gave her oral antibiotics. Patient said the glue had come off and the incision was opened, it was dry, scabbing, sunk, yellow, and hurt really bad. Patient said she does not know the strain of infection. Patient confirmed that the incision is on her left side. Patient said today is her last day of antibiotics. No further complications were reported.